Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The handle, trigger cord, and barrel were the only components included in the return. No bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all twelve beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and no evidence of excess flash. The length of the trigger cord was measured to be within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were found to be within the acceptable age date range to ensure the bands to maintain their elasticity properties. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor of premature band deployment includes allowing the trigger cord to become lodge between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The instructions for use state.: refer to package label for minimum channel size required for this device. Info regarding the endoscope used with this ligator was requested from the initial reporter indicated that an olympus gif-q165 was used. This endoscope is not compatible with this device. This ligator is compatible with endoscopes that have an outer diameter of 9.5mm - 11.5mm only. Barrel detachment can occur if an endoscope with an outer diameter smaller than 9.5mm is used. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. The endoscope used during this procedure is not compatible with the device.

Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The first four bands were deployed correctly, when turning the handle for deploying, a resistance was noticed. Then bands five and six jumped off of the barrel together [prematurely deployed]. Other than the deployed bands, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.